Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was recorded as high; cause was not known. Customer changed the infusion set and cartridge. Customer delivered a bolus via the pump to address bg. Reportedly, customer resumed pump therapy.